Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be confirmed. A potential root cause was inadequate cleaning solution added during maintenance. However, this could not be confirmed and lacked conclusive evidence. A device history record review was not required as this was event not an out-of-box failure and therefore was not manufacturing related. The instructions for use were found adequate and state the following: "to replenish the internal cleaning solution: 1) drain the reservoir. ¿ turn control module power off. ¿ attach the drain line to the two drain ports on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. 2) refill the reservoir. ¿ from the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. ¿ the fill reservoir screen will appear. Follow the directions on the screen. ¿ add one vial of arctic sun® temperature management system cleaning process stops. ¿ when the fill reservoir process is complete, the screen will close." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that flow rate (fr) became zero during use in an arctic sun device. Case completed with a replacement machine. Per review of wo on 24may2023, there was no impact to the patient. Per wo update on 24may2023, system hours was 298 and pump hours was 243. Per follow up information received via email on 16jun2023, the device was under investigation. No information available about patient. The case was performed on a replacement machine.

Event description:
It was reported that flow rate (fr) became zero during use in an arctic sun device. Case completed with a replacement machine. Per review of wo on (B)(6) 2023, there was no impact to the patient. Per wo update on (B)(6) 2023, system hours was 298 and pump hours was 243.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.